Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female pt of unknown age or origin. The pt was taking an unspecified medication for treatment of an unknown indication. On 08-jan-2007, the humapen ergo burgundy/clear pen body (lot 40203) with a clear cartridge holder (cl) attached was reported to be jammed and very hard. This humapen ergo, burgundy/clear pen body with a clear cartridge holder attached is associated with cid00467967. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the pt had used this device model. The device was returned to the company on 18-jan-2007. Initial examination found two broken engagement tabs. It was unknown if this humapen ergo burgundy/clear pen body with a clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.